Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height auxiliary drawer 1 had failed. The customer stated that the user was unable to remove the medication for the patient due to the malfunction and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) adjusted an upper drawer slide because it was a bit stiff. After the adjustment, both halves of the drawers in that module were much smoother. Fse unplugged the zebra printer due to the cable dropping out the back. Fse rebooting the printer and found that the cable had been dislodged for some time and that the printer needed to be purged. Once the printer was purged, fse tightened the barcoder mat and verified that the cable connections for both the printers and the barcode scanner issue was resolved. The system functioned as intended after the field service engineer repaired the device

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height auxiliary drawer 1 had failed. The customer reported that the user was unable to remove the medication for the patient due to the malfunction and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.